Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6). Batch: 7298524 UDI: (B)(4).

Event description:
It was reported that the patient presented to urgent care due to a fever and the leads were pulled early. The patient still came to the scheduled lead pull appointment and still had symptoms of fever, tachycardia, and neck stiffness. The patient was then admitted to the hospital and was diagnosed with meningitis.

Event description:
It was reported that the patient presented to urgent care due to a fever and the leads were pulled early. The patient still came to the scheduled lead pull appointment and still had symptoms of fever, tachycardia, and neck stiffness. The patient was then admitted to the hospital and was diagnosed with meningitis. Additional information was received that patient's diagnosis was not device related per physician. The physician also noted that the patient had an infusion prior to the trial procedure that made them more susceptible to infection. The patient continues to visit the hospital daily for the treatment of infection. The pulled leads were kept by the medical facility.